Event description:
The customer alleges that there is restricted airflow thru the paper venting. The alleged issue was detected prior to patient use. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. Eleven actual samples and thirteen representative samples were returned for evaluation. A visual exam was performed on all returned samples and no defects were observed. Drop testing was also conducted and no blockages were found on the products. All samples passed the drop testing. Based on the investigation performed, the reported complaint could not be confirmed. There were no visual or functional issues found with the returned products.

Event description:
The customer alleges that there is restricted airflow thru the paper venting. The alleged issue was detected prior to patient use. No report of a patient injury or harm.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.